Event description:
Rptr had surgeries with pedicle screws, rods and plates resulting in permanent disability, chronic pain, increased numbness in legs, increased infections and reduced bladder and bowel control. Bladder replaced once in 1991 but rptr still has problems.